Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to an atrial rhythm with possible rapid ventricular response (rvr). No additional adverse patient effects were reported. This device remains in service.